Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 7.0 x40, 135cm charger balloon catheter was advanced for dilation. However, during second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another 7.0 x40, 135cm charger balloon catheter. No patient complications were reported.